Manufacturer narrative:
The catheter that was involved with this incident was forwarded to the MFR for evaluation and comment. Co was not satisfied with their response and requested a more detailed investigation. Co has enclosed copies of co's letters of inquiry and the replies they sent to co as an answer.